Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that after powering on and charging, the device could not deliver a shock and the screen flickered with garbled characters. After adjustments that took less than 2 minutes, defibrillation was successfully performed. An additional defibrillator was also requested from the emergency department as a backup. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.